Event description:
It was reported that the customer received a lost sensor alert as well as the weak signal alert. The customer also stated that he experienced high blood glucose levels. The customer's blood glucose was 557 mg/dl. The customer described another incident in which he woke up with a low blood glucose of 40 mg/dl. The customer was able to correct his blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.